Event description:
Case reference number (b)(4) is a spontaneous report sent on (b)(6) 2026 by a registered nurse concerning a 42-year-old female patient. Additional information was received on 26-Jun-2026 from the same reporter.The patient had big post-COVID response. No information about medical history or history of allergies has been provided. Concomitant medications included Adderall \[AMFETAMINE ASPARTATE, AMFETAMINE SULFATE, DEXAMFETAMINE SACCHARATE, DEXAMFETAMINE SULFATE]" three times weekly. The patient had previously received treatment with unspecified filler in 2020 and Dysport \[BOTULINUM TOXIN TYPE A]" on (b)(6) 2026.On (b)(6) 2026, the patient received treatment with 0.3 ml of Restylane Lyft with Lidocaine (lot 27201) in area of mentalis, on bone floor 2-3 mm above midline after 2 times negative needle to bone aspirations with unknown injection technique. The patient received a total of 0.3 ml done in 2 injections of 0.1 ml and 0.2 ml and procedure was performed slowly. The patient left the center with no problems after the treatment. Ten minutes later, on (b)(6) 2026, the patient returned to the clinic because the TIP OF TONGUE WAS BLUE (Tongue discolouration). The HCP reported that the patient had POTENTIAL PRESSURE OCCLUSION (Vascular compression). The patient received corrective treatment with a total of 170 units of Hylenex \[VORHYALURONIDASE ALFA]". After receiving Hylenex, the color returned to tongue, but she was having intermittent TIGHTNESS IN TONGUE (Tongue discomfort) and TINGLING IN TONGUE (Paraesthesia oral). The patient also had PAIN IN TONGUE (Glossodynia). The patient received corrective treatment with Aspirin \[ASPIRIN]", Zyrtec and physician prescribed Prednisone \[PREDNISONE]" 20 mg twice daily and Sidenafil \[SILDENAFIL]" 50 mg daily. The patient reported to HCP that she visited to urgent care at approximately 1 a.m. due to a feeling of TONGUE SWELLING (Swollen tongue). They informed her that everything was normal and advised return home and rest.On (b)(6) 2026 at 9.50 am, the HCP had seen the patient and some residual blueness was noted on the tongue. The HCP treated the patient with 150 units of Hylenex and the patient was better. On (b)(6) 2026 at 2pm, that HCP contacted the patient who reported there was no pain or swelling and color was back to normal. The patient reported to HCP that tongue sensations could be anxiety related and her medical director thought it was a mast cell reaction.Outcome at the time of the report:POTENTIAL PRESSURE OCCLUSION was Recovering/Resolving.TIP OF TONGUE WAS BLUE was Recovered/Resolved.TIGHTNESS IN TONGUE was Recovering/Resolving.TINGLING IN TONGUE was Recovering/Resolving.PAIN IN TONGUE was Recovered/Resolved.TONGUE SWELLING was Recovered/Resolved.

Manufacturer narrative:
COMPANY COMMENT:The serious event of vascular compression and the non-serious event of tongue discolouration, paraesthesia oral, tongue discomfort, glossodynia and swollen tongue were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The likely root cause includes the injection of filler in the vicinity of blood vessels leading to vascular compression and its manifestations. Potential contributory factor includes injection technique. Alternative root cause for the event of swollen tongue could be patient's hypersensitivity to the product. The case meets the criteria for expedited reporting to the regulatory authorities.EVALUATION TEXT:Routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless further information is received.CAPA COMMENT:No corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.